Manufacturer narrative:
(B)(4). Evaluation summary: the device has been requested by the canadian technical services for evaluation. Should the infusion pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This report represents all information known by the reporter at this time.

Event description:
The customer contacted the baxter territory manager to report that their colleague volumetric infusion pump failed and displayed error code 812:04 during transfer of a patient to another hospital. The customer reported that the incident occurred during use, and there is no patient injury. The device is being returned to canadian technical services for evaluation. See scanned pages.